Manufacturer narrative:
Ethnicity and race are unknown. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 66-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that once the impella 5.5 was implanted, the wire was out and when attempted to start the impella 5.5 a stopped alarm occurred. Three unsuccessful attempts were made to restart. The automated impella controller was exchanged and the impella started. The impella has been running without any critical alarms for about 24 hours. There was no harm to the patient.